Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that they are getting error code 1118 (invalid test result, intercept too low -49.9), error code 1113 (invalid test result, read value) and error code 1062 (invalid test result, read precision) when running a patient sample using the axsym digoxin iii assay. There was no impact to patient management reported.